Event description:
.

Manufacturer narrative:
The device has been returned to the manufacturer; however at the time of this report the evaluation has not been completed. The manufacturer will file a follow-up upon evaluation completion.